Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported inflation issue and failure to deploy was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded by the images provided that the stent was not deployed in the location of the lesion and presumed that it was not able to be deployed per the incident report. A stent was deployed in the location of the lesion and assumed to be an alternate stent. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the noted outer member and inner member damage identified during analysis caused the reported inflation issues and subsequent failure to deploy. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the previously filed report, the following information was received: it was confirmed that the stent did not deploy and was removed on the stent delivery system (sds). Another same size xience xpedition sds used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a moderately calcified and de novo lesion in the mid left anterior descending coronary artery. A 3.5x33mm xience xpedition stent delivery system (sds) was advanced without reported issue and was pressurized by the unspecified indeflator; however, the balloon did not inflate. The sds was removed without reported issue. Upon removal, it was noted that the balloon was infallible. Another unspecified device was used to complete the procedure. There were no adverse patient effects, and there was no reported clinically significant delay in the procedure. No additional information was provided.